Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a possible type ia endoleak. The patient is scheduled to have a proximal cuff implanted on a future date. Per the physician, the cause of type ia endoleak is due to disease progression. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that a 32x32x49 endurant cuff was implanted and the endoleak was resolved. Patient is doing well.

Manufacturer narrative:
(B)(4).